Event description:
Clinical report states that the patient experienced dislocation. Update received 1/19/2015. An additional clinical report was received. Complaint was updated on 1/21/2015. Update received 2/16/2015. The sales rep has reported the revision surgery. Patient was revised to address a dislocation and poly wear. Complaint was updated on 2/16/2015. Update received 2/18/2015. Clinical report states that a debridement was done to remove avascular tissue. Complaint was updated on 2/23/2015. Update rec¿d 01/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records while broaching the femur, the femur cracked and was cabled. An unknown broach is being reported at this time. The complaint was updated on: 03/26/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.